Event description:
A facility reported a certas plus valve (ID 828814) was blocked. Medical staff was not able to re-program it anymore.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Correction follow-up. Updated field: h1.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: - implantation date : (B)(6) 2020. - could you please describe the symptoms that the patient had due to valve dysfunction? Postural headache and irritability. - when were these symptoms observed? 2 months ago. - when the revision surgery was/will be performed? (B)(6) 2024, - was another valve implanted? Yes. - what are the underlying medical conditions of the patient (why valve was initially implanted)? Large hemispheric arachnoid cyst. - what is the outcome of the patient? Favorable. - what are age and gender of the patient? Boy, 3,5 years old. - could you please confirm us the valve was explanted and it is available to be returned to integra for investigation? Yes.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device, at the time of investigation no programing issues were noted.

Event description:
N/a.